Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not recognize that a quik-combo therapy cable was connected. The customer tried multiple cables, however, each time it would continually prompt "connect cable" even though it was properly connected. As a result, defibrillation would not be possible if it were necessary. This issue was observed during a routine device check. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device would not recognize that a quik-combo therapy cable was connected. The customer tried multiple cables, however, each time it would continually prompt "connect cable" even though it was properly connected. As a result, defibrillation would not be possible if it were necessary. This issue was observed during a routine device check. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control did observe that the w01 therapy connector assembly was not properly seated internally to the therapy pcb assembly at pcb-mounted jack connector, designator j14. If the w01 therapy connector assembly is not properly seated to the therapy pcb assembly, it could cause the therapy cable to intermittently not be recognized by the device when connected. Physio-control then reseated the w01 therapy connector assembly to the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, physio-control has determined that it's reasonable to conclude that the likely cause of the reported issue was that the w01 therapy connector assembly was not properly seated to the therapy pcb assembly at pcb-mounted jack connector, designator j14.

Event description:
The customer contacted physio-control to report that their device would not recognize that a quik-combo therapy cable was connected. The customer tried multiple cables, however, each time it would continually prompt "connect cable" even though it was properly connected. As a result, defibrillation would not be possible if it were necessary. This issue was observed during a routine device check. There was no patient use associated with the reported event.